Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, ia (infusion/aspiration) was unavailable. The system was recovered but the issue occurred again to a stop sign message. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative found sm - ¿irrigation output valve error. Infusion/irrigation and extraction functions will be disabled¿ in the system¿s event log. The fluidics module was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on june 4, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).